Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer biomed evaluated the iabp and found the screw, washer and spring from the upper panel lying on the power management board. The biomed verified the bad power management board by exchanging a board from another iabp unit. The biomed ordered a new power management board and the upper panel assembly. The biomed completed the entire preventative maintenance (pm) and ran the iabp overnight and checked the logs which did not list any failures, faults or alarms. The iabp was returned to service. The customer returned the suspect exch pcb, power management, rohs board to getinge¿s national repair center (nrc) for evaluation. A senior repair technician evaluated the power management board and visual damage observed to the integrated circuit u6. The senior repair technician then installed the power management board into cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual. The ncr verified the failure of the unit not booting up because of no power and the board failed testing. The board has been sent to the supplier for failure analysis as per procedure. The full name of the initial reporter noted is (B)(6).

Event description:
It was reported that during a routine check performed by the customer who was preparing the iabp for use if required, the cardiosave intra-aortic balloon pump (iabp) did not boot up and did not have power. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during a routine check performed by the customer who was preparing the iabp for use if required, the cardiosave intra-aortic balloon pump (iabp) did not boot up and did not have power. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The national repair center (nrc) received the power management board from the supplier. A technician of the nrc inspected the board per procedure with no visual damage observed. The supplier verified the failure and replaced the u4, u5, u6, u7 u10, u20 and q51 components. The board passed testing. Due to the number of components replaced by the supplier, the national repair center does not trust the reliability of the board. The board will be scrapped after the 30 day holding time and will be retained in the nrc per procedure.